Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7232cx implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient is deceased and died approximately six years post implantable cardioverter defibrillator (ICD) system implant. The patient is reported to have passed away at the airport. No additional information related to the patient death is available.